Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead dislodged. A right ventricular (rv) lead integrity alert (lia) was triggered due to an elevated sensing integrity counter (sic) and low, variable impedances. The patient was hospitalized and therapies were programming off. Repositioning of the rv lead was attempted, but the rv lead exhibited low r waves and high thresholds. The rv lead was explanted and replaced. The lv lead could not be reimplanted, so it was coiled in pocket behind the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.